Event description:
It was reported that during the infusion set change, the insulin pump alarmed motor error. The blood glucose reading is 143 mg/dl. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. E70 alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.